Event description:
It was reported that a minimum fill notification occurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.